Event description:
Ems personnel were attempting to externally pace a pt with adjunctional bradycardia during transport from a nursing facility to the hospital. Reportedly, there were pacer spikes displayed and pacing arrows annotated on the recorder strip, but no muscle twitch typically associated with external pacing was observed and capture was not obtained. There were no adverse effects to the pt as a result of the alleged malfunction.